Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) fails pneumatic interface module leak tests at the membrane cycle. No patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing 0202-00-0140 safety disk. Fse then completed full preventive maintenance(pm) and tested the safety and functionality testsa and cleared the iabp for clinical use.

Event description:
N/a.